Manufacturer narrative:
Updated data: b4,e1(name & email) e2,e3,g2,g3,g6,h2,h10h11 corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit ac power cord failed electrical safety test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the earth resistance was too high, and ac power cord failed the electrical safety test. The fse replaced the ac power cord to resolve the reported issue and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit ac power cord failed electrical safety test.